Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was getting recoverable faults when powering on the system which points to arm 3. Fse proceeded to replace the universal surgical manipulator (usm) as the source of the issue by the error logs. Fse replaced the usm, programmed and completed dte without any issues. System was tested and verified ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The reported error was confirmed but not replicated. The error 32056 was found with error 1123. This indicates that arm 3 failed initialization. Upon visual inspection, no issues were found. The usm was installed on a test system, where it functioned as expected and passed all relevant testing. Once testing was completed, no further faults could be identified.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that arm 3 faulted, and then went limp when customer tried to redock the arm. Customer performed a hard power cycle prior to calling, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported issue. The customer power cycled the system again while the tse was on the phone, but the issue remained. The customer then opted to disable arm 3 and continued as a three arm system. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as the arms were being draped, it was noticed that arm 3 leds were orange/yellow and that the arm was not easy to move. The system was restarted and an error message occurred. It was unknown what the error message stated.

Manufacturer narrative:
The probable root cause of the reported issue is attributed to a communication failure of the pitch searchlight in the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.